Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The patient also reported a battery charge issue with the reported meter, that was not resolved by recharging the meter's battery. The meter was replaced.